Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The pharmacy reported that the patient received the following results within 15 minutes: 273 mg/dl, 425 mg/dl, 316 mg/dl, and 189 mg/dl.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.